Event description:
A report was received that during a lead revision, it was discovered that the lead had wrapped around the ipg and all the contacts had popped off. The physician believed the ipg had flipped 20 to 30 times which caused the pocket to become 3 times as large as the original pocket. All contacts were removed and the patient's entire system was explanted and replaced. The patient was reportedly doing well following the procedure.